Event description:
The right ventricular (rv) lead exhibited rising thresholds, over-sensing, inhibition of rv pacing, triggered an alert for out of range (oor) low impedance and rising impedance. The lead remains in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).